Event description:
Delay in reporting as trying to find more identifying info but unable to locate. Cardiologist was performing a procedure and the spider filter wire broke inside of the pt. The doctor tried to retrieve it but was unsuccessful. "Part of filter was left in the svg graft to the om". The cardiologist documented that the company rep was present during the procedure. The doctor "decided to stent across the filter, so the filter be against the wall of the graft. Flow was still present throughout the procedure in the graft". A balloon was inflated over the filter then stents were placed overlapping the filter system and part of the wire pressing it against the wall of the vessel. A "final angiography showed the graft is open with good flow and no signs of perforation, dissection or clot seen. So, the stents were placed to crush the filter system against the wall of the vessel. The pt was discharged three days later in stable condition. The device and packaging were not saved so this is the only info I have related to the product. MFR: ev3. Item name is spider fx .014 6.0, size 274449, part number spd2-us-060-320, (B)(4).